Manufacturer narrative:
The potential patient treatment delay happened as the system was unable to scan due to an issue with the heat exchanger. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found, a follow-up MDR will be submitted.

Event description:
The system was unable to scan, which caused a delay in the patient's treatment.